Event description:
Additional information from the physician/author stated that the valve did not contribute to the observed injury, and provided the patient's weight.

Manufacturer narrative:
Citation: langer et al. Injuries to the aorta, aortic annulus, and left ventricle during transcatheter aortic valve replacement management and outcomes. Circ cardiovasc interv. 2017;10:e004735. Doi: 10.1161/circinterventions.116.004735. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding aortic valve replacement (tavr) and possible injuries to the aorta, aortic annulus, and left ventricle. Data was collected from a single center between 2007 and 2016. The study included 1756 patients, but focused on 17 patients with major complications, 2 of which were implanted with medtronic corevalve. Patient 2 - this (B)(6) female with risk factors which included a dilated thoracic aorta was implanted with a 29 mm corevalve (serial numbers not provided). An intramural hematoma of ascending aorta occurred which was managed medically. Subsequently the patient developed respiratory failure and expired. The death was not attributed to the valve or procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.